Manufacturer narrative:
The investigation for the reported ventricle perforation and the positioning issues has been completed. The 5.5 pump was not returned for investigation. Data logs were reviewed and suction alarms and impella position unknown events were observed. The cause of the ventricle perforation issue was most likely patient condition related due to weaker ventricle wall prior to impella placement and pump puncturing left ventricle during support. The cause of the positioning issue was most likely use related per clinical review.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.

Event description:
The user facility reported an (B)(6) female post cardiotomy cardiogenic shock / low cardiac output syndrome was implanted with an impella 5.5 for mechanical circulatory support. The impella was implanted, and the device was noted to be deep. The clinical representative verbalized their concerns for the positioning. At the time, a small bleed was noticed of the posterior graft. While manipulating heart to access bleeding site, device perforated left ventricle (lv). Device was immediately pulled back and attention was given to repairing perforation. Repairing perforation led to additional impairments of lv wall ultimately causing the abandonment of impella device altogether. Decision was made to explant the impella 5.5, and switch therapy switched to intra-aortic balloon pump.